Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a physician from (B)(6) of shortcomings of connecting method and bacterial peritonitis in a male patient (B)(6) coincident with extraneal viaflex and dianeal-n pd2 2.5 therapies. On an unreported date, the patient began extraneal viaflex (total volume 1500ml, once/day) and dianeal-n pd2 2.5 (total volume 1500ml, once/day) intraperitoneally (ip) for chronic renal failure. Extraneal and dianeal therapies were ongoing. On an unreported date, the patient's relative stated that the patient was hospitalized for peritonitis. The cause of the peritonitis was not reported. Additional information was received by the physician. On an unreported date, the patient experienced bacterial peritonitis. The event was caused by the shortcomings of connecting method of the patient and his relative. On (B)(6) 2012, the patient was hospitalized and treatment therapy was initiated with gentacin (gentamicin sulfate 40mg, twice a day). On the (B)(6) 2012, the event of bacterial peritonitis was resolving. The patient was recovering from the event of peritonitis. The outcome for the shortcomings of connecting method was not reported. Per the physician, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of shortcomings of connecting method.

Manufacturer narrative:
(B)(4). Information was received from the baxter affiliate that the patient and the patient's relative were retrained by the nurse on proper connect/disconnect method and aseptic technique. This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported the cause of the peritonitis was due to short comings with connection method (breach in aseptic technique) by the patient. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Information regarding patient re-training has been requested from the local baxter affiliate. A follow-up report will be sent if additional information becomes available.